Event description:
It was reported that this pacemaker potentially exhibited loss of capture (loc). Technical services (ts) was consulted and noted low signals and loc on the right atrial (ra) channel. The plan is to further evaluate the patient in an in-clinic visit. No adverse patient effects were reported. This pacemaker remains in service.